Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit properly connected to glucose sensor simulator and no lost sensor alarms noted. Unit received with minor scratches on lcd window, cracked case at display window corners, and battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer also received sensor error, change sensor, and calibration error alarms. Customer's sensor glucose reading was 300 mg/dl but her blood glucose level was 175 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.